Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "bilateral baker 4 capsular contractures with pain". This record is for the left side. The device was explanted.

Manufacturer narrative:
Clarification d6b: explant date has been removed as explant has not occurred, patient not scheduled at this time. Device remains implanted. Additional, corrected and/or changed data: b.5, d.4, d.6b.

Event description:
Healthcare professional reported "bilateral baker 4 capsular contractures with pain". This record is for the left side. The device remains implanted.